Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the lead exhibited high impedance at different positions, high capture thresholds and sensing anomaly. The lead was not used and a new lead placed successfully. No patient symptoms were reported.

Event description:
New information states that the patient was stable at all times.

Manufacturer narrative:
Analysis was normal, no anomalies were found.